Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two truetome dreamwire 44 devices used during the same procedure. It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. A second truetome dreamwire 44 was used; however the cutting wire was also broke. The procedure was still completed with the second truetome dreamwire 44. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Additional information: b5 block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was detached, bent and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to the first of two truetome dreamwire 44 devices used during the same procedure. It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. A second truetome dreamwire 44 was used; however the cutting wire was also broke. The procedure was still completed with the second truetome dreamwire 44. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. Reportedly, the complainant believes the issue is related to the generator that was used. They had recently switched to a new generator, and they had an issue with repeated cutting wire breaks since they started using the new generator. After switching back to the previous generator, the issue resolved. In addition, cutting wire detachment also occurred when the suspect generator was tested with non-bsc sphincterotomes. Reportedly, the suspect generator had been picked up from the account and tested; and it worked as intended. The same generator and connection cables were sent back to the account after testing, and since then no further complaints have been reported. Additionally, the nurse confirmed that the right generator settings were used during the procedure.

Manufacturer narrative:
Additional information: b5 block b3 (date of event): the exact date of the event is unknown. The provided event date 01feb2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was detached, bent and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to the first of two truetome dreamwire 44 devices used during the same procedure. It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. A second truetome dreamwire 44 was used; however the cutting wire was also broke. The procedure was still completed with the second truetome dreamwire 44. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. ***additional information (B)(6)2020*** reportedly, the complainant believes the issue is related to the generator that was used. They had recently switched to a new generator, and they had an issue with repeated cutting wire breaks since they started using the new generator. After switching back to the previous generator, the issue resolved. In addition, cutting wire detachment also occurred when the suspect generator was tested with non-bsc sphincterotomes.